Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. The device has been received at coloplast, however, the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, failure to inflate was reported. Upon explant there was a leak found around the tubing exit site. Fractured tubing at the tubing exit site. The device was revised.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(6) . According to the available information, this inflatable penile prosthesis was implanted on (B)(6) 2018; the device was revised, and pump/cylinder set was replaced on (B)(6) 2020 due to failure to inflate. Fractured tubing was noted at the tubing exit site. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation on the exhaust tubing of cylinder 2 at the tubing/strain relief junction. Microscopic evaluation revealed the site of separation was within confined abrasion, indicating that the area was kinked and abrading against itself for an extended period of time. Microscopic evaluation revealed a burn-like mark near the base of the bladder of cylinder 2, indicating contact with a cauterizing tool. Testing revealed this to not be a site of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing and the exhaust tubing of both cylinder 1 and 2, indicating repetitive contact between surfaces. No abnormalities were noted with the pump or cylinder 1. Based on examination of the returned device, it was concluded that the abrasion marks noted on all the pump tubing may have overlapped and abraded against one another while in-vivo. This positioning may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, with combination of device usage over time, may have contributed to sufficient stress to cause a separation through the exhaust tubing of cylinder 2. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.